Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. In reference to the malfunction [foreign material in the nozzle of distal end], the legal manufacturer was able to confirm that the customer's reprocessing steps were conducted in accordance with the instructions for use (IFU). However, regarding the malfunction [foreign material on the plastic distal end], it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. Based on the results of the investigation, the foreign material found in the nozzle of distal end and plastic distal end was not identified. Furthermore, physical damage was not found at the foreign material residue points. Therefore, the root cause of the reported events is unable to determined. The event can be detected/prevented by following the instructions for use which state: -detection methods are written in instructions for use: gif-260 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: gif-260 series reprocessing manual: chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope had foreign material in the nozzle and plastic distal end cover. There were no reports of patient involvement.